Event description:
From dr (B)(6), chief of cardiac surgery, "we have had a couple of left atrial bleeding issues related to the use of tigerpaw. Two with dr. (B)(6), one patient requiring to be placed back on cardiopulmonary bypass and suture repair of left atrial appendage. One with me (B)(6), md.